Event description:
It was reported that a dissection occurred. The target lesion was located in the right coronary artery (rca). A 3.00 x 32mm synergy ous mr stent was deployed to treat the target lesion. After the stent was deployed, a proximal edge, type b dissection was noted. A second stent was deployed overlapping to cover the dissection and successfully complete the procedure. The patient was stable post procedure and fully recovered.